Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. Echocardiogram findings were observed during preoperative transesophageal echocardiogram (tee). The procedure was still performed based on the doctors judgement of no blood clot and thrombosis findings. The 33mm closure device was placed and released at the doctors discretion. There was a residual jet of 4.3mm. Postoperatively, eliquis 10 mg and aspirin were taken orally. 45 day follow up tee revealed no blood clots/thrombosis and the residual jet was within 5mm so medication was changed to dual antiplatelet therapy (dapt). Computed tomography (CT) images were taken on (B)(6) 2020 and thrombosis was found on the surface of the closure device. Medication was changed to eliquis 10 mg and clopidogrel 75 mg until the next outpatient visit in (B)(6) . The patient is currently stable with no further complications.